Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 76 mg/dl. Customer stated the sensor glucose was 41. The customer stated she had some sugar then drank a coke. The customer did a finger stick and the blood glucose was 70. The customer will monitor pump and the sensor.